Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level, a specific bg value was not provided. Reportedly, the customer did not received treatment for bg and was prescribed insulin. The customer was released from the ER 2 hours later with no permanent damage. Reportedly, high bg was due to a cartridge alarm occurring during insulin delivery. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.